Event description:
It was reported that the patient experienced a brief low blood glucose event with a measured blood glucose of 68 mg/dl and no associated device malfunction reported. Symptoms included no clinical manifestations. Outcomes included self-treatment with oral glucose and return of blood glucose to target without medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education completed during the call. Investigation of this case revealed no device performance issue identified and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.